Event description:
The customer initally called for help with her blood glucose meter. The customer then mentioned that she was hospitalized for low blood glucose levels. The customer didn't remember what led up to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.